Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) there was an ap optical sensing module failure alarming. Troubleshooting was done however it did not resolve the issue . The console was changed out which resolved the alarm and produced an appropriate, pulsatile arterial waveform. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 it was reported that the cs300 intra-aortic balloon pump (iabp) troubleshooting an ap optical sensing module failure alarm . Getinge field service engineer (fse) found troubleshooting an ap optical sensing module failure alarm the nature of this alarm and verified lindsey completed the appropriate troubleshooting which did not resolve the issue. I assisted lindsey in changing out the console which resolved the alarm and produced an appropriate, pulsatile arterial waveform. She tagged the affected pump for biomed and provided complaint information. Patient involved.

Event description:
N/a